Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple no delivery alarms. The blood glucose reading was 376 mg/dl. The customer stated that the infusion set cannula was bent upon removal. She requested replacement of the insulin pump. Nothing further reported.